Event description:
A hosp surgical director reported that an a0336.1 high frequency cable flamed and broke in half during a trans uretheral resection (t.u.r.p.). The director also reported that another high frequency cable, a0335.1, arched during a bladder biopsy procedure. The procedures were completed and there were no injuries related to the occurrences.